Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D4: it was reported that there is no additional information available per the surgeon at the hospital/user facility. The device was received for evaluation at zimmer biomet, and it was found that the lot number is worn and illegible to read. Suggested component code: mechanical (g04) - rasp visual examination of the returned product identified the broach cutting teeth are dull and worn. Post shows galling and gouges from use. Flat surface around the etch shows indentations and gouge damage from previous uses. Post is confirmed fractured from the broach. Fracture analysis: optical images of the device fracture surface exhibited river lines and hinge artifact suggesting that the device possibly fractured due to bending overload. Review of the device history records identified no deviations or anomalies during manufacturing. It is unknown which lot pertains to this device. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the post coming off the broach snapped off inside the broach handle upon impaction. No known impact or consequence to the patient.